Event description:
It was reported that a malfunction occurred on the pump. The customer was unable to confirm fault ID because they reset the pump prior to contacting technical support. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.